Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009, including two leads (with the same lot number). It was reported the system was removed on (B)(6) 2011, as the pt was not satisfied with the level of pain relief. The physician had difficulty removing the second lead. The physician left about five inches of one of the leads in the subcutaneous space within the pt. The physician reported the pt needed an MRI and that he would bring the pt back for an additional procedure under local anesthesia to remove the remaining portion of the lead. The physician is working with the pt to resolve the issue.